Manufacturer narrative:
Upon completion of the investigation, it was noted that the 2 perforators were evaluated by the supplier and it was found to be within specifications. Both perforators met all visual and functional testing requirements. The root cause of the reported problem "both perforators could not cut well than usual." Was not determined. All evaluation tests and inspections had acceptable results. A review of the device history records for both perforators did not reveal any anomalies. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.

Event description:
Two perforators were used in surgery, both perforators could not cut well than usual. The customer requested us research about the product. No adverse consequences or delay in surgery was reported.